Event description:
It was reported that during a laparoscopic gastric bypass the device stapled, but the staples did not form properly. The case was completed with a similar device with no pt consequence.